Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic coronary angiogram procedure with a 7f sheath. Reportedly with the first prostyle device resistance was felt during device removal, the foot would not close, the lever was forced down and the device was removed. It was noted that an iliac dissection occurred. A 10f sheath was placed to seal off the noted dissection. A second prostyle device was attempted; however, did not deploy successfully as the foot seemed to have got caught on the dissection. Resistance was felt during device removal; the lever was forced down, the foot retracted and the device was removed. A second dissection occurred, a 16f sheath was placed to seal off the dissection. A third prostyle device was then used and deployed; however, the suture did not catch both edges of the access site. Manual compression was applied to stabilize the patient while being transferred to the operating room and a surgical cutdown was performed to achieve hemostasis with manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effect of vascular dissection is a known potential adverse event of use of the device. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.